Event description:
It was reported that a novum iq large volume pump had a burning smell. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "burning smell" was identified; the pump was not functional (did not power on) and smelled unusually strong. The case halves were opened to reveal evidence of overheating preset. The ui pcba was nonfunctional and showed evidence of overheating displayed on the board itself. The top enclosure and wifi assembly also displayed heat damage. A service history review was performed and revealed that the device has no previous service events in the last 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was due to heat damage. The ui pcba, top enclosure, wifi assembly requires replacement to resolve this event. Should additional relevant information become available, a supplemental report will be submitted.